Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies received .therefore the cause of event cannot be determined.

Event description:
It was reported that the patient underwent surgery and the surgeon added screws at t1 <(>&<)> t2 to the existing c3-c6 construct. The surgeon then went on to remove the c6 screw on the left side to accommodate an axial domino connector. At day 3,post-op, x-rays revealed the axial domino had "popped off" according to the surgeon who called the patient back two days later to remove the axial domino and revise. On the right the surgeon used a side to side domino connector, which remains intact. The instrument did not break. There were patient complications as a result of this event.

Manufacturer narrative:
Analysis of this product was done and no fault was found.